Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a surgical procedure for a patella fracture utilizing the headless compression screw (hcs) 3.0 system on (B)(6) 2017. Patient was returned to surgery on (B)(6) 2018 for the scheduled removal surgery. During the removal procedure, the cannulated stardrive screwdriver shaft for 3.0mm hcs was broken while removing a screw. All fragments were retrieved. As a result, only one of the screws was removed. The other screw remains in the patient. Surgeon stated the breakage may have occurred when he tried to turn the t-handle before the driver shaft was firmly fit in the screw. Concomitant device reported: 2.4/3.0mm headless compression screw (part number unknown, lot number unknown, quantity 1). This report is for one cannulated stardrive screwdriver shaft for 3.0mm hcs. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review was completed. Part no.: 03.226.004, lot no.: 9632758, manufacturing location: (B)(4). Release to warehouse date: 30.dec.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. As received condition: the screw driver was found broken at the tip approximately 3mm as complained therefore this complaint was rated as confirmed. The broken fragment was received as well. The used raw material could be identified as (B)(4). Measured hardness during manufacturing procedure confirms that all results are within specified range 660 hv 10 +/- 20 result: min. 663 hv 10 ¿ max. 670 hv 10. Therefore we can confirm material quality of the broken part. Measured dimension of the shaft near the breakage shows conformity as well: measuring tool: 3-01-19309 tolerance (se_006257 revision c) 2.45mm 0/-0.05mm result: 2.44mm = pass. It is also visible that the torx at the tip is twisted what indicates exceeding applied mechanical force while use. No manufacturing related issue could be identified. We have to assume that mechanical overloading during use may have caused the breakage. We are not able to identify exact root cause for the breakage. We only can assume that a short time overloading (torsional stress) moment led to the breakage of the tip. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.